Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net transmission. Upon review, it was seen that the right atrial lead exhibited inappropriate mode switch and pacing inhibition due to lead noise. The lead was capped and replaced on 13 apr 2021. The patient was asymptomatic and in stable condition.